Manufacturer narrative:
Reporter address- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: issues with the plug unit caused image snowflakes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had snowflake dots in image. The issue had occurred during service/maintenance. There was no report of patient involvement.